Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with an unspecified mentor smooth saline breast implant and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 325cc mentor smooth round moderate profile prosthesis (catalog #: 3501650, left serial #: (B)(4)) on (B)(6) 2016. The date of implantation was estimated as (B)(6) 1996 based on available information.